Event description:
It was reported sthat after positioning the introducer catheter into the pt's vessel, the pusher wire would not advance the filter for deployment. The entire system was removed and replaced with a competitor's product through the initial puncture site without any patient injury. The second filter was successfully placed without any further complications being reported.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.